Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed with no patient injury. Another same model lens was implanted and sutures were required to close the incision.